Event description:
Customer reports that the needle tip broke off within the sacrospinous ligament. No pt injury and/or intervention reported.

Manufacturer narrative:
Device sample not available for evaluation. Investigation report not available at the time of this report.